Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis of the returned fiber identified that the connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. A distal circumferential fracture was observed at the glass cap. Functional testing with the hene (helium-neon) laser fixture did not identify breaks along the length of the fiber. The fiber was tested using the forward firing test fixture, the calculated the rate of forward firing was below the threshold for potential patient harm. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.

Event description:
It was reported that after 34 min of photoselective vaporization of the prostate (pvp) and 222106 joules used, the fiber started to forward fire. A second fiber was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that after 34 min of photoselective vaporization of the prostate (pvp) and 222106 joules used, the fiber started to forward fire. A second fiber was used to complete the procedure. No patient complications were reported.